Event description:
Same case as MDR ID: 2134265-2013-08526 it was reported that dissection occurred. The chronic total occlusion, heavily stenosed target lesion was located in the heavily calcified mid superficial femoral artery (sfa). To open up the sfa, they used a series of wires and then the doctor did a laser atherectomy. He then post dilated it with a 5 x 100 sterling balloon catheter. At that point, there was a minor dissection and stenting was determined to be needed. A 6x100x120 epic vascular stent delivery system was selected to be deployed. During deployment, when about half way through, there was an accordion/crimpy effect at the most stenosed area, at least 25 cm. The doctor went back with the 5 x 100 sterling balloon catheter and tried to pull it proximally to straighten the stent out. He decided to use a 6 x 4 mustang balloon catheter using the same technique and tried to pull it proximally. A 6 x 150 non bsc stent was used to cover the device. He post dilated it with the 5 x 100 sterling balloon catheter and the 6 x 4 mustang balloon catheter that he used earlier. Good collateral flow to the popliteal and tibial arteries and good flow to the feet was noted and the case was ended. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).